Event description:
It was reported that non-sustained ventricular oversensing was observed through remote transmission. Noise was not reproducible. The patient was asymptomatic. The patient will continue to be monitored remotely and increased in-clinic follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.